Manufacturer narrative:
The insulin pump had unresponsive act and down button response due to corroded keypad traces. No battery out limit alarm could be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip. No moisture damage was noted inside of the insulin pump.

Event description:
Customer reported that the insulin pump was recently submerged in water. Customer stated that he removed and replaced the battery, then received a battery out limit. Customer reported that the act and escape buttons on the insulin pump's keypad were unresponsive. Blood glucose level was 234 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.